Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that "defective arterial line extension tubing, leaking when connected to". No adverse events to patient, line switched. No other information was provided.

Event description:
It was reported by the customer that "defective arterial line extension tubing, leaking when connected to". No adverse events to patient, line switched. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. The product returned for evaluation was an arterial statlock extension set. Light use residue was observed on the sample. Microscopic inspection of the luer connector revealed a longitudinally aligned crack that extended from the orifice to the middle of the wings. The split surface appeared smooth and even. The location of the crack suggested that a slip-fit accessory attached to the luer connector may have contributed. However, other unidentified factors may have also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.